Manufacturer narrative:
On (B)(6) 2021, the patient had one permanent stimulator implanted. The stimwave clinical representative (cr) was present during the implant procedure and confirmed the procedure was performed per the product instructions for use. The cr opened an scs 8 contact trial lead kit and observed the implanting clinician numbing the lumbar area before the tuohy needle entry. The patient was in a prone position. The clinician noticed the patient's oxygen saturation dropping and asked the nurse if the patient was ok. The implanting clinician directed the nurse to get the patient supine, after which the patient's vitals began to stabilize. Ems was called as a precaution. The cr was still at the clinic an hour later and was informed that the patient had passed away at the hospital. The implanting clinician explained to the cr that the event was unrelated to the device and that the patient had cardiovascular comorbidities, including chf and the cause of death was cardiac arrest. The implanting clinician also noted that the patient was under mild conscious sedation, and it should not be looked at as the main contributing factor for the occurrence. Based on this information, the patient's death was confirmed. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the event is unknown/no problem found.

Event description:
A complaint was received on february 8, 2021, for a patient that was sent to the hospital after complications with administered conscious sedation and subsequently passed away.